Event description:
It was reported that the patient described hearing their device alert tone every 24 hours and the patient also stated that the last time their device was checked they were told that "the lead was using more energy" and "the battery may be used up faster." The leads are still in use. No patient complications have been reported as a result of this event. Follow-up was later received indicating that the left ventricular lead had high thresholds and repositioning was attempted, however thresholds remained high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient described hearing their device alert tone every 24 hours and the patient also stated that the last time their device was checked they were told that "the lead was using more energy" and "the battery may be used up faster." The leads are still in use. No patient complications have been reported as a result of this event.